Event description:
New information received notes that the patient was admitted to hospital with a diagnosis of septicemia caused by infection. During system explant procedure, patient became unstable and required vasopressors and intubation; patient remained unstable in coronary care unit and the family requested extubation and admitted to hospice care. The patient expired shortly after.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient expired. The patient had an infection and the system was explanted. A new system was never implanted and days later the patient expired. There is no known allegation from a health professional that the death was related to the device. It was reported that the cause of death was non-cardiac.